Manufacturer narrative:
Device related data quality updates only: a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: servo-u, corrected brand name: base unit servo-u. D4 ¿ version or model # - previous version or model #: servo-u, corrected version or model #: 6694800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: missing, corrected manufacturing date: 11/23/2018.

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for high pressure and high tidal volume. No service order was requested by the customer. According to the available information, the reported alarm was due to patient circuit. The ventilator was tested by the customer and passed the pre-use check several times. No device logs were received. The root cause for the reported problem could not be determined but is most likely due to clogged expiratory bacteria filter. H3 other text : 4111.

Event description:
It was reported that the ventilator alarmed for pressure delivery is restricted while on patient. There was no patient harm. Manufacturer's ref.#: (B)(4).